Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The valve was displaced. It was difficult to enter the guide wire through vizigo right after the vizigo was used. Because it was pointed out that it was difficult to pass the guide wire through the hemostatic valve, the product was replaced. A replacement product was successfully used and the procedure was successfully completed. No patient consequences were reported. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was not being used on the patient. No blood return. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4)during an internal review on (B)(6)-2022, it has been determined that since the customer only reported difficulty in passing the guide wire through the hemostatic valve and that the hemostatic valve did not break into separate pieces and did not become detached from the sheath, this complaint was re-assessed as a resistance with sheath issue. Therefore, h6. Medical device problem code has been updated. This event will no longer be considered MDR reportable under manufacturer report number 2029046-2022-01057.